Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper, lower cases and battery drawer were broken. It was also noted that the high rate cover was broken, three control knobs were broken, two battery latches were contaminated, two side bail covers were broken, the ring cover was broken, the battery drawer o-ring was missing, the ring was bent, the main printed circuit board (pcb) was out of electrical specification, the battery flex was contaminated and the interconnect flex was damaged. (B)(4).

Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that the failures seen during repair of the device were caused by a capacitor component failure.